Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Analysis of the memory dump indicated that the wire bond lifts occurred before explant.

Event description:
It was reported that the pulse generator was not stimulating the heart and the patient was symptomatic with bradycardia and a heart rate of 35 beats per minute. It was also reported that the measured lead impedances were greater than 9999 ohms. The device was replaced. No patient complications have been reported as a result of this event.